Event description:
It was reported that while unpacking for a coronary artery stenting treatment procedure, shaft fracture occurred. A 2.5x20mm liberte bare metal stent had been selected to treat an unknown lesion. While the device was being unpacked from its protective coil, the "flexible" portion of the stent delivery system detached from the hypotube. The device was not used in the procedure and did not contact the pt. The procedure was completed with a non-bsc stent. There were no pt complications reported with the pt's current condition listed as "stable".